Event description:
A customer contacted beckman coulter inc. (Bec) and reported a leak at the probe of the coulter hmx cap pierce hematology analyzer. The volume of the leak was about 3ml and was not contained within the instrument. The material safety data sheet (msds) was not reviewed. The lab's exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event. No one came in contact with the fluid. Medical attention was not sought. There was no death, injury or change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2012. The fse inspected the instrument and found that the probe wash was leaking, but could not determine the source of the leak. The fse replaced the tubing through pinch valves vl49 and vl35 which control the waste from the probe wash. The fse also flushed the vacuum chamber and adjusted the probe wipe assembly as a precaution. The leak was fixed. The repairs were verified per established procedures. The cause of the leak was the tubing through pinch valve vl49 and vl35. (B)(4).